Event description:
It was reported that the pump experienced a malfunction, with the device displaying a "high" value for the customer's blood glucose level, indicating it exceeded 500 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support decided to replace the pump due to this malfunction occurring multiple times without having been reported within the last 24 hours. The customer reverted to an alternate method of insulin therapy.